Event description:
It was reported that the patient was concerned about compression on the implantable neurostimulator as a result of a diagnostic ultrasound. Her leads had migrated and she ended up having the leads and ins revised. It was unclear if the patient had previously had a diagnostic ultrasound, or was considering having one. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the leads slipped through the anchors. There was insufficient pinch of the lead anchors. An x-ray was taken in (B)(6) 2011 and the leads were noted to be out of position. A revision occurred on 2011-(B)(6) and the leads were pulled back into position and anchored. This revision restored the pain relief. Symptoms associated with the event included a loss of pain coverage. The patient recovered without sequelae.

Manufacturer narrative:
Programmer model 37743 serial# (B)(4) lead model 3777-60 serial# (B)(4) implanted: (b)() 2011 explanted: unknown lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: unknown.